Manufacturer narrative:
The type ia endoleak of the non endologix aortic cuff and the type ib endoleak of the right common iliac artery, along with sac growth of the rt iliac and aorta are confirmed. The type ia endoleak will not be addressed, as the last cuff was a non endologix component. This complaint is most likely user related due to off label iliac arteries. Procedure related harms and the final patient disposition could not be determined; it was reported that the patient was transferred to another facility for other bowel perforation/infection. The clinical assessment determined that there was evidence to reasonable suggest at implant - persistent el1a (last angiogram run). 35 months post implant - stent cage dilation of the original cuff (23%); stent buckling of the main body stent just above the bifurcation; revascularization of the rt hypogastric (post coiling) with right iliac sac growth. These findings were discovered on (B)(6) 2018, during the review of the CT scan, 35 months post implant. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was readmitted to the hospital three (3) years post op for abdominal pain and has gi issues/ileaus and infection. The cta showed aaa size ( 11cm ) and evidence of a potential type ia/ib and type ii endoleak. As of the date of this report there have been no additional patient sequelae reported and there are no plans for a re-intervention. Reference MDR 2031527-2016-00120 for previously reported type ia endoleak and re-intervention and MDR 2031527-2017-00256 for previously reported type ib endoleak and re-intervention.